Event description:
The customer contact reported breakage of the distal tip of the option-lok male adapter. On an unspecified date, an unspecified primary tubing set was being used to deliver an unspecified medication at unspecified rate, via a pump. At an unspecified time, the customer reported the option-lok male adapter of the secondary tubing set was connected to an unspecified y-site of the primary tubing set for a piggyback delivery of an unspecified mediation. After an unspecified length of time, it was reported that the option-lok male adapter of the secondary tubing set broke in the y-site of the primary tubing set. It was reported that an unspecified volume of solution leaked. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Multiple unsuccessful attempts have been made to obtain add'l info including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.